Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. According to the information provided, it was reported that during a shoulder arthroscopy the suction system didn't work. Visual inspections reveals signs of activation but in expected condition. There is no visual damage in the shaft and cord. In the case of the suction cord showed saline residues. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr tripolar 90 suction elect: the device has not been returned in its original packaging. The active tip of the device does show signs of activation, with evidence of activation and debris on and around the active tip of the device. A closer inspection of the suction port in the active tip of the device shows evidence of debris. Also, the device has been returned with the suction control valve in the ¿open¿ position. There are not visible damage to the device shaft, handle, cable or plug. Capacitance and continuity tests were performed as per test procedures. As a result, the electrical test passed. The flow test was failed following the activation test.the blockage had been caused by tissue debris which had disloged during the repeat flow test and could be seen in the catchment container of the pump. Supplier summary: the initial customer complaint of suction failure was confirmed with an out of specification flow value being recorded. The fault was confirmed to be tissue debris blocking the suction path at the distal tip. The blockage was cleared during a repeat of the flow test following the activation test. With a cleared suction path, a within specification flow was measured. A manufacturing record evaluation was performed for the finished device lot number,:u1909173, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. .

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number,:u1909173, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate in france that during a shoulder arthroscopy procedure, it was observed that the suction system did not work on the vapr tripolar 90 suction elect device. There was an unspecified delay in the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.